Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device has been lost in transport. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are received for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an unknown procedure it was reported that the blade was shedding in the joint. The joint was flushed via irrigation to the best of the surgeon's ability. It appeared as though everything was removed. There were no patient injuries or complications reported. A five minute delay was experienced.